Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for high out-of-range shock impedance measurements of 125 ohms. Values have been fluctuating between 90 to 125 ohms. The device emitted beeping tones, and technical services (ts) discussed that a programmer interrogation was required to clear the beeping. Reprogramming options were recommended. No adverse patient effects were reported. This device remains in service.